Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) shifted on safety mode during explant procedure. The patient received five shocks. Additional information requested for further investigation of this event. The device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received indicates that the device was explanted due to a suspected infection and the shocks were inapprpriate however there was no asystole noted and the device was on monitor only. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device was in safety mode on initial analysis. External visual inspection noted tool marks and dents in the case, and body fluid contamination in the lead barrels. Interrogation was done and found the device in safety core. There was no memory dump retrieved. The hardware status was queried. The status shows safety core, brady double bit faults, and a v125 power supply power on reset. Manual electrical measurements were done which noted nominal safety core parameter pacing and sensing functions. There were no irregularities noted on initial internal visual inspection. The power supply measurements were normal. A close visual inspection noted fine cracks in the mmic. The infection could not be confirmed upon analysis. The cause of the delivered shocks and safety core mode is induced damage to the mmic during explant.